Event description:
It was reported that (1) h2tuv was used during sigmoid resection procedure. The device did not function with h2tuc. Opened another device to complete the case. No further info available. There was no consequence to pt.